Manufacturer narrative:
The reported events of low pacing lead impedance and lead insulation was damaged were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found that the inner and outer insulations were damaged at the suture sleeve tie impression region. The cause of the reported events and damaged insulations was isolated to over tighten suture sleeve.

Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. After the procedure, it was noted that the right ventricular lead exhibited low pacing impedance. The lead was explanted and replaced. It was noted that insulation was damaged under the suture sleeve due to over- tightening the suture sleeve when fixing the lead. The patient was ok before, during and post procedure.